Event description:
Additional information received indicates that surgical intervention was undertaken in (B)(6) 2023, where the system was explanted.

Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy from the system. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 2763210. Common device name: scs penta lead, model: 3228, UDI: (B)(4), serial:(B)(6), batch: 3611160. Date of event is estimated.